Manufacturer narrative:
The meter and test strips were requested for investigation and have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Initial reporter occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested with coaguchek xs meter with serial number (B)(4). The patient performed repeated testing on the meter. The patient used 2 vials of test strips with the same lot for the results. One vial was used for the results of 3.9 inr at 7:10 am and 2.9 inr at 7:16 am. The 2nd vial was used for the result of 3.0 inr at 7:27 am. The patient's therapeutic range is 2.0 to 2.5 inr and he tests twice a week.